Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent following procedures, bilateral l5-s1 intertransverse fusion. Bilateral l5-s1 posterior lumbar interbody fusion. Bilateral l5-s1 biomechanical. Left l4-5 lumbar discectomy. Bilateral l5-s1 pedicle instrumentation,. Preoperative diagnosis: acquired spondylolisthesis. Lumbar stenosis. Anticipated instability. Lumbar disc herniation. As per op notes, ¿the graft material was then placed laterally over the prepared transverse process at l5 and the sacral ala consisting of rhbmp-2/acs sponge wrapped around graft matrix and local autograft bone. Once this was placed, 3.5cm rods were placed bilaterally, locking caps were placed and final tightened.¿ patient alleges unspecified injury due to use of rhbmp-2/acs.